Manufacturer narrative:
On 17-apr-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8-jun-2023, the product investigation was completed. A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. Prior to the procedure, the medical team noted that there was condensation (water) on the inside of the sheath packaging. The device was not opened and was not used on the patient. A different sheath was used. No delay to procedure. No patient consequences were reported. Device evaluation details: visual analysis revealed that foreign material was found inside the package. An ft-ir (fourier transformed infrared spectroscopy) test was performed and ir data reveals that unknown liquid is principally composed of flour siloxane material, however, the source of origin remains unknown. Based on the preliminary investigation performed, it was confirmed that the ¿moisture/humidity¿ reported by the customer could be related to the silicon coating applied to the hemostatic valve surface. This silicone coating is accidentally migrating to the film section of the pouch due to the quantity applied; since it was found where the hemostatic valve is placed inside the packaging. Due to the condition of the silicone coating, an internal action was opened. A device history record was performed for the finished device batch number 00002118, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial as part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12-may-2023, the photo analysis was completed. Device investigation details: pictures were received for evaluation following biosense webster's procedures. According to pictures provided by the customer, a drops of a foreign material was observed inside the pouch of the vizigo sheath. A device history record evaluation was performed for the finished device (B)(4) number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The suspect of the moisture observed by the customer is that it could be related with the silicon coating applied over the hemostatic valve surface. Based on the preliminary investigation performed, it was confirmed that the ¿moisture/humidity¿ reported by the customer could be related to the silicon coating applied to the hemostatic valve surface. This silicone coating could accidentally migrate to the film section of the pouch since it was found where the hemostatic valve is placed inside the packaging. The severity range is ¿1¿ and indicates that this issue could cause customer annoyance only. Due to the condition of the silicon coating, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received pictures of the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. Prior to the procedure, the medical team noted that there was condensation (water) on the inside of the sheath packaging. The device was not opened and was not used on the patient. A different sheath was used. No delay to procedure. No patient consequences were reported. Foreign material inside the packaging is MDR-reportable.